Manufacturer narrative:
Philips service recreated the image disk and instructed the user to manage disk space. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that hybrid or table movement and image disk space issues on a allura xper fd10 or table. The clinical use of the system was in use. There was no reported patient or user harm.